Event description:
During the index procedure the physician used two admiral extreme pta balloon catheters for pre-dilatation of the left sfa. Device was successful, however it was reported a dissection occurred. No treatment was given. Two in.pact admiral paclitaxel-eluting pta balloon catheters were then used during the procedure of the left sfa. Patient was discharged home the next day.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Evaluation conclusions: inherent risk of procedure (dissection). (B)(4).